Event description:
The customer reported that while inspecting his olympus high flow insufflation unit, he discovered that the actual flow rate value could not reach the set flow rate value when set at a high setting. This event had no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h4. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The actual flow rate value cannot reach the setting flow rate value at high flow rate mode due to the regulator unit being defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the actual flow rate value did not reach the set flow rate value in the high flow rate mode" was a phenomenon caused by the failure of the primary depressurizer. Olympus will continue to monitor field performance for this device.